Event description:
A customer contacted baxter to report that it was noted the liquid could not be stopped even upon closing the transfer set clamp after seven days of use. No patient injury reported. No use of additional disinfectant.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to no shut off. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at (B)(6) per square inch with leak noted. Set was visually inspected and noted that both of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. This complaint was confirmed in the lab for crack/broken occluder feet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause of this problem is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.